Event description:
An alert for extended charge time limit reached was observed on (B)(6). Multiple attempts were made to perform capacitor maintenance and could not be completed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported extended charge time was confirmed in the laboratory and was caused by an anomalous component within the high voltage circuitry.